Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when connecting the test "kite", the device alarm lights flashed. There was no report of patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be verified. The lever arm on the microswitch was broken. The microswitch was replaced. Service history identified that no previous repair has been noted in the last 12 months.